Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of symptoms which included vomiting, weakness and spasticity. The pt was taken to the emergency room. The pt's blood and urine were tested, but nothing was found. They thought that the symptoms were related to the pump. They had planned to check the pump. The pt's status was stated as "fair". The medication being delivered via the device was baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.